Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. The download data does not contain any timeouts or drive stalls that would indicate a failure to deliver insulin. No blood was observed on the device, and no evidence was found that would result in bleeding, bruising, or skin irritation occurring at the infusion site; a root cause for the reported skin irritation event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 255 mg/dl while wearing the pod between 4 and 24 hours. Skin irritation and bleeding at the infusion site (leg) was also reported. As treatment, a new pod was applied.